Event description:
The distal end of the drill was very hot, but the handle of the drill was not. The left upper lip was burned. Ice was applied immediately, followed by silvadene ointment.====================== health professional's impression======================defect